Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump lcd screen was washed out and it was hard for customer to read. The customer's blood glucose at the time of incident was 119 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display or unexpected display anomaly noted during testing. Device functioning properly. (B)(4).